Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event. No product has been returned and no specific device failure or patient injury has been alleged. No conclusion can be drawn at this time. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient event and device information davol has received to date.

Event description:
Per attorney's report: patient suffered disabling pain and has required surgical intervention after having bard ventralex hernia patch implanted during an unspecified procedure.